Manufacturer narrative:
The failure investigation has been completed and the alleged usb port not charging issue and the wake button was verified. Additionally, the failure investigation has been completed and the alleged occlusion alarm was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the usb port of the pump was loose which caused the customer to intermittently experience difficulty charging the pump battery. Customer will continue to use pump for insulin therapy. Additionally, it was reported that the wake button was intermittently delayed in responding to presses and multiple, forceful presses were necessary for display to activate. Customer declined to troubleshoot with tandem technical support. It was also reported that an occlusion alarm occurred. Reportedly, the customer went out in the cold while trying to bolus. Customer went indoors with warmer temperatures to resolve issue. The customer's blood glucose was 88 mg/dl.